Event description:
A healthcare facility in (B)(6) reported that an rt210 adult dual-heated breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt210 adult dual-heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt210 adult breathing circuit was returned to fph in (B)(4) and was pressure tested for leaks. Results: no fault was found with the returned breathing circuit. The pressure test result was within the required specification. A lot check revealed no other complaints of this nature for lot number 120903. Conclusion: the reported fault was not replicated during testing. All breathing circuits are visually inspected and pressure tested before leaving the production line, and those that fail are rejected. The user instructions that accompany the rt210 adult dual-heated breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A healthcare facility in (B)(6) reported that an rt210 adult dual-heated breathing circuit failed the ventilator leak test. This was observed prior to patient use.